Manufacturer narrative:
An event of device deformity could not be confirmed via returned device analysis. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was noted that on (B)(6) 2024, a 30-25mm amplatzer talisman pfo occluder was selected for implant. During deployment of the device, it was noted that it presented in a bulbous deformation. The device was never released from the delivery cable and was replaced to resolve the event. There was no interaction with cardiac structures or angulation/kink in the delivery system. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was noted that on (B)(6) 2024, a 30-25mm amplatzer talisman pfo occluder was selected for implant. During deployment of the device, it was noted that it presented in a bulbous deformation. The device was never released from the delivery cable and was replaced to resolve the event. There was no interaction with cardiac structures or angulation/kink in the delivery system. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.